Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor had oversensing and undersensing on some episodes. Additionally, the nurse was unable to open the episodes on the network. The caller was advised to use another application. The icm remains in use. No patient complications have been reported as a result of this event.